Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the issue was due to excessive ble usage which resulted in telemetry lockout. The implantable cardioverter defibrillator (ICD) was restored via re-interrogation. There were no reported patient consequences.

Event description:
Additional information stated the issue was resolved. Further information was requested but not received.